Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is complete. The reported problem (not powering up monitor) has been confirmed. As received, the battery pack was unable to recharge or power up a monitor. Upon investigation, the battery cells were excessively discharged. The root cause for the excessively discharged cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) reporting that the battery pack was unable to power up a monitor.